Event description:
The patient presented having experienced ventricular fibrillation (vf), the device delivered high voltage therapy, however the first shock did not terminate the vf. A second shock was able to slow the arrhythmia. The patient was admitted for hospitalization due to not feeling well. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.